Event description:
The customer reported a speaker malfunction error message and no audio on the mx40. The device was not in use at time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error message and no audio on the mx40. No patient involvement.